Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a slow response issue with the button of the adc freestyle libre reader, stating the device was "not working with hard reset" and "sometimes it switches on but takes 20 times to press button". Customer further reported that on (B)(6) 2018, he experienced symptoms described as "feeling low, shaking, perspiring" and attempted to test on the reader but was unsuccessful. Customer's wife called the paramedics and upon their arrival, customer was provided intravenous 50% dextrose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid reader serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The manufacturer of fs libre readers, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was completed for the reported complaint and fs libre readers, the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported a slow response issue with the button of the adc freestyle libre reader, stating the device was "not working with hard reset" and "sometimes it switches on but takes 20 times to press button". Customer further reported that on (B)(6) 2018, he experienced symptoms described as "feeling low, shaking, perspiring" and attempted to test on the reader but was unsuccessful. Customer's wife called the paramedics and upon their arrival, customer was provided intravenous 50% dextrose. There was no report of death or permanent impairment associated with this event.